Event description:
The hcp reported that the pt was admitted to the intensive care unit for a drug overdose. The hcp indicated that the overdose appears to be from oral medications and that it was not related to the pump. A follow-up report will be sent if additional information becomes available.